Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. It did not meet the requirements for leak testing due to a tear in the reservoir dome. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: the patient age was originally reported to be 35 years. However, it was later reported that the patient's age was (B)(6) years. This has been updated. The patient initials were also provided and have been updated. (B)(4).

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. It did not meet the requirements for leak testing due to a tear in the reservoir dome. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient with slit ventricle syndrome was implanted with a strata ii valve on (B)(6) 2013. According to the report, the valve was initially set at pressure level 1.5 however, the patient did not significantly improve despite reprogramming the valve to different settings. It was also reported that the patient was experiencing drowsiness, dizziness, instability, and walking difficulties. Reportedly, the valve was explanted on (B)(6) 2015 and replaced with another manufacturer's valve. The report stated that there was no injury to the patient and the patient has improved.